Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max separator. During the procedure, the physician opened the packaging and noted that the distal tip was kinked. The procedure continued using another separator and the patient is well.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.